Manufacturer narrative:
Concomitant medical products: cook tracer metro direct metii-35-480 wire guide; cook qid-1 quantum inflation device. Occupation: non-health professional. Investigation evaluation: our laboratory evaluation of the product said to be involved determined that there was a crack in the catheter. During a functional test, a cook ds-60cc-s dilation syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated with water. The balloon could not be inflated, and water was seen leaking from a crack in the catheter. A visual examination of the catheter showed a crack approximately 153.1 cm from the distal end. Several kinks were also observed in the catheter approximately 10.9 cm, 11.5 cm, 12.1 cm, 12.9 cm, 13.6 cm, 14.2 cm, 14.8 cm, 16.3 cm, 17.9 cm, 147.5 cm and 150 cm from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information received indicated that negative pressure was not applied to the balloon prior to advancement. This is the most likely cause for the reported observation. A contributing factor to a crack in the catheter is failure to apply negative pressure to the balloon prior to advancement through the endoscope. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Damage to the catheter can occur if the device experiences excessive pressure during general handling. Kinks were observed along the length of the catheter suggesting the device received excess pressure. The instructions for use direct the user: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. There were no nonconformances for the lot number said to be involved. A discrepancy or anomaly was not observed with the product that was released for distribution. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that negative pressure was not applied prior to advancement, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagostenosis dilation, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The device was advanced along a cook metii-35-480 wire guide to the desired position. The user inflated the balloon with water but found out the balloon was leaking. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.